Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was feeling painful stimulation. The pain was going down their groin and testicles. They noted that they turned the stimulation down and it seemed to improve. It was also noted that this issue was related to positional movements, stating that they only felt pain when they put more pressure on their right leg. This issue was noted to come with a sudden change. On (B)(6) 2016, it was reported that the patient was wetting themselves more often after decreasing their stimulation. The therapy did help them with the amount of times they went, but they were still wetting. They noted that they were going to try to increase the stimulation to a comfortable level and see if that helped. They also had a follow-up appointment with a healthcare professional (hcp) the week following the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.